Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a sphincterotomy procedure. The exact procedure date was unknown. During the procedure, "the cutting wire of the autotome rx 44 the did not deploy properly", resulting to an incomplete sphincterotomy. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the procedure was aborted/cancelled.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the distal pierced hole (tome's extrusion) was torn and displaced the cutting wire anchor from its original position (the wire anchor was still within the catheter), which is consistent with the findings when the device was observed under magnification. Per the dimensional inspection, the distance between the distal pierce hole to the proximal pierce hole was measured, and it was within specification. The functional inspection could not be performed due to the device condition (torn distal pierced hole). No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the that distal pierced hole was torn (working length torn) and this condition limited the overall performance of the device making the device unable or difficult to bow. Based on the condition of the device, the problem found could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a sphincterotomy procedure. The exact procedure date was unknown. During the procedure, "the cutting wire of the autotome rx 44 the did not deploy properly", resulting to an incomplete sphincterotomy. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the procedure was aborted/cancelled.